Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient's first implant in 2003 there was an issue with the stimulator so they put in a new one. Patient stated the ins worked for a couple years and quite working. No further complications were reported. No patient symptoms were reported.